Manufacturer narrative:
Patient information was not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement thoracic clamp shipped to site 03/28/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a procedure, the site damaged their thoracic clamp. The tightening screw on the clamp was stripped out. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.